Manufacturer narrative:
Citation: kitamura, a. Et al. Reoperation for early failure of a freestyle bioprosthesis using a full root technique. Journal of heart valve disease. 2007; 16:275-277. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a male patient with severe aortic regurgitation with annulo-arotic ectasia who underwent implant of a medtronic freestyle stentless aortic root. No serial numbers were provided. Eighteen months after implant, at age 65, a transesophageal echocardiogram (tee) indicated severe aortic regurgitation (ar) with aneurysmal dilation of the non-coronary porcine sinus of valsalva. Subsequently, the freestyle was replaced with a tube graft and a non-medtronic surgical valve. During replacement a large perforation of the non-coronary sinus was noted. The perforation and subsequent false aneurysm/hematoma confirmed the regurgitation had not been caused by the valve failure, but rather a result of the hematoma caused by the perforation. No additional adverse patient effects or product performance issues were reported.